Manufacturer narrative:
Concomitant products: product ID 7435, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that during a storm on the night of (B)(6) 2014, the patient was near a window while she was adjusting stimulation. After lightning hit ¿very close to her¿, she wasn¿t able to switch the implantable neurostimulator (ins) on any longer with the patient programmer, was unable to adjust stimulation and was also unable to feel stimulation. There were also telemetry issues and the patient programmer was reportedly not working. Additionally, the patient experienced less than 50% therapy relief and a loss of therapeutic effect. Upon device interrogation at the hospital afterwards, it was discovered that the ins was off. It was subsequently turned back on, and programmed, and the patient was able to feel ¿good¿ stimulation. Therapy impedance was 580 ohms and current was less than 15ma and also 702 ohms with a current of 54ma. It was reportedly not possible to measure electrode impedance. The battery was at 40-85% and the voltage was 2.6v. The patient programmer was working well. The patient was scheduled for a follow-up appointment four days later. It was reported approximately 3 weeks later that impedances were ¿ok¿ during the patient¿s follow-up appointment. The patient felt good stimulation and the ins and patient programmer were working properly.